Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report an emergency room visit on (B)(6) 2016 due to high blood glucose levels and also due to sensor glucose and blood glucose differences. The customer's blood glucose level was 410 mg/dl. The customer's sensor glucose reading was 500 mg/dl. The customer's reading was 141 mg/dl when she was released from the emergency room. The customer declined to troubleshoot. Nothing was replaced or returned for analysis.